Event description:
During a thoracic ablation procedure, the generator would not boot. The procedure was cancelled and there were no patient consequences.

Manufacturer narrative:
During evaluation, ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. Based on the information provided to (B)(4) and the investigation performed, the reported boot issue was unable to be confirmed. The returned product functioned properly during the evaluation.